Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the evaluation data, it was confirmed the sdi cable was connected only to the monitor; it was reconnected to the output port of cv-190 to solve the problem. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the sdi cables not being connected to the cv-190. According to the instructions for use, it states in precautions for installation and connection: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information

Event description:
It is reported while preparing an evis exera iii video system center for use after the provation computer was changed out, there was no image on the monitor. There was no patient contact/impact.